Manufacturer narrative:
The customer's biomed reported they were going to try a different comm cable and replace the sidecom board. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The customer's biomed reported they were going to try a different comm cable and replace the sidecom board. Hillrom technical support contacted the customer three times trying to obtain the resolution for this issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit would set and sound at the bed but was not sending signal to nurse call station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).